Event description:
It was reported to philips that the geometry movements were not functioning. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely and found that the motorized movements were unavailable. The rse performed the system troubleshooting and found that the issue was caused by a faulty geo module. A third-party engineer was available who assisted the customer onsite. The third-party engineer replaced the geo module to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.